Event description:
It was reported that during a shoulder cuff repair, a twinfix´s screw broke while it was being twist in. Surgery was completed, after a non-significant delay with a back-up device. Part of the screw was not possible to be retrieved from the patient, and an additional bone hole was drilled, leaving a void in the patient. Patient´s current health status is good. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. A fractured anchor, suture thread and the insertion device were returned. The distal end of the anchor is fractured at the suture window, there is debris on the broken anchor, suture material and insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports, the twinfix screw broke while being twisted in and could not be retrieved from the patient. A review of the provided undated and unlabeled photo appears to show a broken screw with suture outside of the packaging. The surgical procedure was completed using a back-up device in an additional drilled bone hole (with a void left in the patient). As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.